Manufacturer narrative:
It was reported that there is allegedly unintended movement on all movements and the table is moving on it's own with no input from a button. This has occured on back up and reverse trendenlenberg. There was no injury or adverse event reported. A stryker field service technician went to the customer site and visually examined the table and conducted tests of all movement functions. There were no errors found during the testing and they were unable to replicate the complaint. The table was returned to full use.

Event description:
It was reported that there is allegedly unintended movement on all movements. The table is moving on with no input from a button. This has occured on back up and reverse trendenlenberg. There was no injury or adverse consequence reported.